Event description:
It was reported that the patient presented in clinic with increasing pacing lead impedance for over a year. There was also a slight increase in hv lead impedance. Physiological influences were suspected. Programming changes were made. Patient will continue to be monitored through merlin.net transmission.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that when the asymptomatic patient presented in clinic for a normal device check, increase in pacing lead impedance was noted again. There was also an increase in threshold. Programming changes were made. Later, low hv lead impedance was observed during dft testing. Dft test was unsuccessful. Lead replacement was recommended.

Event description:
New information received notes that the patient was placed on life vest and the patient was scheduled for lead replacement with another physician. No further information was available.